Manufacturer narrative:
A survey card was received from the facility indicates the unit was used off-label for bone. The intended use is soft tissue. On 04/29/2013: per CAPA (B)(4), the complaint was reviewed; the following info was added - (B)(4); service record (B)(4) reported that the unit functioned within all specs; while a malfunction on the remaining units cannot be determined because all the units were not returned - as mentioned above, that the device most likely failed because it was being used off-label; (B)(4). Updated with the following details: (B)(4) units were received for eval. It is not possible the determine an assignable cause for this issue. There is insufficient info for a complete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot 16412-07 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working.

Event description:
During procedure handpiece would not cut.